Event description:
The dealer states this motor was just replaced in (B)(6) 2014 and is now locking up and making the chair jerk. The consumer would shut it off for about 5 minutes, then turned it back on, and chair would run alright. The problem is intermittent.